Manufacturer narrative:
According to available information, this device remains implanted and in service. A technical service consultant provided the physician with information regarding this issue. A memory download was suggested, however not available. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during interrogation, the magnet rate was 90 bpm and longevity remaining was greater than 2 years. Three months later interrogation revealed a magnet rate of 100 bpm and remaining longevity of 1.5 years. No programming changes were performed. A technical service consultant was contacted. It was thought the device was at elective replacement near (ern) in the earlier visit and changed prior to the later visit. The device could have utilized increased current or this issue may have been due to an invalid charge time measurement. No adverse patient effects were reported. No allegation was made against the device performance.